Event description:
Rptr states pt rec'd silicone breast implants after bilateral mastectomies. Soon after, pt began having severe chest pains, short term memoray loss and confusion, numb fingers, fibromyalgia, poor vision, spots in her vision, excessive thirst, skin discoloration, pain and/or burning sensation, thyroid problems, heat and cold sensitive, frequent low grade fevers, very heavy menstrual cycles, substantial hair loss, hypersensitivity or allergies to chemicals, chronic swollen lymph nodes under arms, chronic unexplained muscle spasms, frozen shoulder, muscle pain and burning, unexplained rashes, sun sensitive, chronic insomnia, non-restorative sleep, chronic fatigue syndrome, long term extreme fatigue, granulomas or silicanomas, clumsiness, misjudges distance, sicca, calcium deposits, numbness (nipple or breast), excess fluid, capsular contracture infection, constant pain, silicone breast implant bleed (even if not ruptured), twice silicone was removed from her body in areas other than the original site. Rptr also alleges the pt has been diagnosed with graves, raynauds, sjogren's, connective tissue disease and more. Pt had lymph nodes removed on the left rib and they were found to contain silicone. Pt states the feeling of constant fatigue and unwellness are slowly improving since explantation in 1995, the memory loss, confusion and skin discoloration are getting worse, the sjogren's has gotten worse, her eyes are the driest the opthamologist has ever seen and caused the retina to tear in right eye. Surgical pathology report for the left chest wall states lymph node with sinus histiocytosis and surrounding foreign body reaction. Pathologist's consultation report states implants were removed intact. Pt has also had a number of closed capsulotomies.